Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2011: (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 6507908 sn: (B)(4) and (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 6504070 sn: (B)(4).